Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone, lamotrigine, levonorgestrel (mirena) and trazodone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), musculoskeletal pain ("buttock pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (bilateral ,oophorectomy (bilateral removal of ovaries),bilateral cornual wedge resect). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, back pain and abdominal pain upper outcome was unknown and the musculoskeletal pain and pain in extremity was resolving. The reporter considered abdominal pain upper, back pain, female sexual dysfunction, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the micro-insert was successfully implanted. 3·4 coils remained visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result-total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-mar-2019: pfs received. Lab data added. Concomitant medication added. Events: pain, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), back pain, stomach pain, buttock pain, leg pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.